Manufacturer narrative:
(B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was observed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes have a pale blue appearance and striations at the top of the tube. The color of the cap is also subtly different.